Event description:
The right atrial (ra) lead was returned to the manufacturer with no reason for explant. The ra lead was analyzed and tested out ofs pecification. No patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic determined that the patient received a heart transplant so the ra lead was explanted.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation was breached from environmental stress cracking. It was noted that the outer insulation had cosmetic metal ion oxidation and environmental stress cracking. The proximal conductor had blood (not obstructed). Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2009, 4193 implantable pacing lead (B)(6) 2004, 6947 implantable tachy lead (B)(6) 2009. (B)(4).